Event description:
During a ptca procedure in which multiple devices from various mfrs were used, the balloon catheter was inflated and a dissection occurred. A number of stents were used to repair the dissection. Pt status is listed as "ok". The physician reported that the incident did not have anything to do with the ranger device.